Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with hysterectomy, due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent a mesh trimming procedure on (B)(6) 2011 and excision of mesh on (B)(6) 2011 due to mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent complete removal of mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
Additional patient codes: (B)(4) - adhesions additional narrative: it was reported that following insertion the patient experienced adhesions. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal sacral colpopexy, perineoplasty, and cystoscopy.